Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented for a routine device change-out, externalized conductors were observed. When dft testing was performed through the new device, low, out of range high voltage lead impedance was observed. The lead was capped and replaced on (B)(6) 2016. The patient was fine following the procedure.